Event description:
The device came out of the patient's body 89 days after placement. The patient had buried bumper syndrome cause by fastening the external bolster too tightly.

Manufacturer narrative:
The manufacturer has received the sample and it will be evaluated. Results are expected soon.